Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery an ophthalmic cutting knifes was blunt. The physician could not safely make the incision without putting undue pressure on the eye because the tip of the keratome was blunt. The procedure was completed after replacing the knife. No patient harm has been reported.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot. Two nonconformances were found. These 2 nonconformances could have potentially contributed to the reported event. A nonconformance investigation has been initiated to investigate the dull blade trend. An investigation has been initiated to investigate the failed penetration testing of cutting instruments. The returned sample is visually non-conforming with a bent tip and damaged cutting edge. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of blunt keratome. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related, caused by as the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A nonconformance investigation has been initiated to investigate the dull blade trend. An investigation has been initiated to investigate the failed penetration testing of cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. The manufacturer internal reference number is: (B)(4).